Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During follow-up, it was impossible to interrogate the device. It was also observed that the device changed shape, there was a bulged surface. The patient did not receive a device alert and no transmission was present on merlin.net. The device was explanted and replaced. The patient is stable.